Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation, the belt failed an ECG falloff test. The root cause for the failure was the electrode belt broken lead 1 and lead 2 minus wires. The root cause for broken wire was excessive force. No adverse events occurred from the damaged electrode belt. Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor failed incoming functional testing. The cause for the failure was a defective k700 component on the ca board. The root cause for the defective component was unable to be positively identified. No adverse events occurred from the defective monitor. Manufacture dates: monitor sn (B)(4) - 8/28/2019, belt sn (B)(4) - 8/19/2016.

Event description:
A us distributor reported that a patient was experiencing check therapy electrode messages and service code 204 (belt/monitor unusable).